Manufacturer narrative:
Based on review of the file, this report was updated from a malfunction to a non-reportable event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one powered stapler handle opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, engineering review of the product and an evaluation of the returned device. Visual inspection noted no abnormalities. Functional evaluation displayed solid blue lights directly after calibration. The functional evaluation performed by engineering revealed an open trace for the selector and drive motor through continuity testing. The observed failure was most likely caused by an internal break in connection on the circuit board leading to intermittent occurrences where the drive motor could not successfully complete calibration. A product enhancement has been implemented to prevent this condition from re-occurring. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter, the powered stapler handle did not work with the battery. The light for the handle was blinking green with two blue status lights. The status indicator lights went off after a few seconds and the two blue lights went on. The five white lights were off. The adapter and reload indicator lights were off.